Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2008, inratio: 1.2, lab: 2.1. Date: 2008, inratio: 1.2, lab: 7.1 (next morning).

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 1.2, lab: 2.1, mean: 1.7, confidence limits: 1.2 - 2.3. Date: 2008, inratio: 1.2, lab: 7.1(next morning), mean: 4.2, confidence limits: 2.4-6-1. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the 1st data set, both inratio and lab values are within the confidence limits for inr testing. For the 2nd data set, both inratio and lab values are not with the confidence limits. However, a valid comparison is performed 3 hrs or less. The testing time interval for the 2nd data set exceeded 3 hrs so the results would be invalid. The results are considered not discrepant within the context of the documented variability for inr testing. However, based on dosage adjustment, this case qualifies as an adverse event. Product will be tested when returned.